Manufacturer narrative:
Analysis of the provided files confirmed the reported event; the same type of artefacts appears on the egm. These artefacts are most probably due to telemetry parasites in the transmission to inductive monitor during the follow-up. They do not correspond to actual signal sensed by the implant, which explain why there are no associated markers. If the case reoccurred, it is recommended to check that all green led on the telemetry head are lit during the transmission. No general malfunction is suspected with the device. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2025, during a standard follow up, the live egm showed some disturbances, some spikes which were not marked by the device. The device showed optimal trends, parameters and no arrhythmias. Probably it was due to some disturbance in the telemetric communication but we were asked to check it.

Manufacturer narrative:
Review of the provided files is still ongoing, results are not available yet.

Event description:
Reportedly, on (B)(6) 2025, during a standard follow up, the live egm showed some disturbances, some spikes which were not marked by the device. The device showed optimal trends, parameters and no arrhythmias. Probably it was due to some disturbance in the telemetric communication but we were asked to check it.